Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has been confirmed. The dn to rear cable had a broken pulse wire. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.